Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the pen was being administered to the patient, powder was coming out of the end so could not be administered.

Manufacturer narrative:
The device history record (DHR) for lot 004871 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
The device history record (DHR) for lot 004871 was reviewed and no anomalies related to the reported issue was observed. Prior to a lot's release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One safety needle was returned for evaluation, and the hub was observed to be cracked/broken which may cause leaking to occur if it was present at the time of usage. Based on the available information, a definitive root cause cannot be determined. However, the hub molds are in the process of transitioning to align with the latest iso 80369-7 revision, which should improve the occurrence of cracking hubs as the minor changes improve the hub to syringe interface. We will continue to monitor related reports to determine if additional actions are necessary.